Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime/ compromised force sensor test. The pump had a motor error, was stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm or check setting alarm noted. The pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure, check settings alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was 223 mg/dl. The customer states they were able to clear the motor error alarm. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are not able to prime the pump and cannot perform the displacement test. The self-test was performed and passed. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. The device will be returned for analysis.